Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised that they could continue using the pump and to call back if any issues reoccurred.